Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent malfunction. Dried blood inside drive feature. Product matched print specification when measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report (per). The patient was reported to have low density (type IV) bone and is a smoker (tobacco use). The reported device was located on tooth # 4 and was used for approximately 2 days. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to sinus perforation. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported by the customer that the implant was removed due to sinus perforation.